Event description:
On 04/26/2023, it was reported by a sales representative via sems that a 1255-300 tibial insertion guide broke. This occurred during a tibia imn on (B)(6) 2023, the tulip handle was being hit with a mallet to backslap the implant after the distal interlock screws were placed in order to reduce the mid-shaft tibial fracture. After a few taps the jig dislodged. The case was completed utilizing perfect circles in the proximal portion of the nail. The fragment was retrieved, and nothing was left in the patient which was verified through x-ray.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional info: h6. Complaint is confirmed. Visual inspection found 1255-300 was broken. Functional testing was not performed due to the damage to the device. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.